Event description:
Received call from dr (B)(6) from (B)(6) on (B)(6) 2012. Pt. Came to ER in chs, rate in 30s, auto capture had been on but in ER, rv was programmed to 0.5v /0.4ms? Discussed, (B)(6) --showed weekly auto threshold as 0.5v auto; was seen somewhere on (B)(6) 2012, not sure what was done but auto threshold measured on (B)(6)shows off. Discussed, consider save to disk. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).